Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The report relating to the no power up, the issue was confirmed. The battery interconnect board was replaced and scrapped to resolve the report. The report relating to the defib disabled message was observed during evaluation, however, the cause of the fault could not be determined. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.